Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and caused the image to be green. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had loose contact on the cable connection side, which caused flickering in the picture. When the issue was found was asked but unknown. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had loose contact on the cable connection side, which caused flickering in the picture. There were no reports of patient harm.